Manufacturer narrative:
Additional narrative: this complaint is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR analysis: the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. This product of batch 5127242 was manufactured in september 2011 after the improvement requested from manufacturer (fnc 2010-188 for the batches since october 2010). Product analysis: the visual analysis shows worn edges. This product been checked dimensionally at various places (plan dwg-7e070157rev c), the product is in conformity with the definition. The root cause is related to product wear. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The instrument does not cut properly.

Manufacturer narrative:
This complaint is still under investigation.